Manufacturer narrative:
Device passed the active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No battery failed alarm noted. However, device received with a high sleep current measurement, problem isolated to the electrical board. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly. Pump error 15 alarm found in the device history due to software error. Device received with pillowing keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was failed in self test. While performing self test, there was hardware low level failures error in insulin pump. They also reported that the insulin pump had an error of critical block and inverse critical block did not add to zero but, they were able to clear that error. No harm requiring medical intervention was reported. The device will be return for further analysis.